Event description:
It was reported that during a device changeout procedure the header of this cardiac resynchronization therapy defibrillator could not successfully connect to the left ventricular lead. Troubleshooting was performed in which the set screws would not connect the lead. A different device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header noted the left ventricular setscrew was missing. The lv seal plug had been damaged. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that during a device changeout procedure the header of this cardiac resynchronization therapy defibrillator could not successfully connect to the left ventricular lead. Troubleshooting was performed in which the set screws would not connect the lead. A different device was implanted. No adverse patient effects were reported.